Manufacturer narrative:
A (B)(6) male from (B)(4) study experienced a coronary artery dissection during pre-dilation of the target lesion with a durastar balloon. The patient was enrolled in the study and was found to have three-vessel disease. Medical history consisted of unstable angina, previous pci/tv ((B)(6) 2010), CABG ((B)(6) 2010), family history of cad, hyperlipidemia, hypertension, congestive heart failure (nyha ii), and gastroesophageal reflux disease. A cypher 3.0 x 13 mm stent was successfully implanted in the saphenous vein graft (svg) to the right posterior descending artery (rpda). There were no reported procedural complications, device deviations or adverse events reported. Five days after the index procedure, the patient returned for a planned staged procedure and had two target lesions treated. The proximal right coronary artery (rca) target lesion was pre-dilated as planned with a durastar balloon catheter. Vessel characteristics and inflation pressure was unknown. During pre-dilation, a type a dissection was noted and was treated by an additional stent placement. The patient had two cypher stents implanted in the proximal/mid rca target lesion: a 3.0 x 18 mm and a 3.0 x 8 mm stent. The stents were not overlapping and both were deployed at 16 atm. The patient had an additional cypher 2.5 x 23 mm stent successfully implanted in the unprotected left main target lesion at 16 atm. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged four days after the staged procedure. There was no product issue or adverse event associated with any of the cypher stents implanted. Multiple attempts to retrieve additional information were unsuccessful. The device is not available for inspection. A review of the manufacturing records could not be conducted without a lot number. Dissections are known potential adverse events during pci. This is an inherent risk of the procedure. Use of pressures higher than specified on product label may result in ruptured balloon with possible intimal damage and dissection. Based on the limited information available, it is not possible to determine what factors may have contributed to the reported event. However, vessel/lesion characteristics and procedural factors are likely contributing factors. There is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and was found to have three-vessel disease. A cypher 3.0 x 13 mm stent was successfully implanted in the saphenous vein graft (svg) to the right posterior descending artery (rpda). There were no reported procedural complications, device deviations or adverse events reported. Five days after the index procedure, the patient returned for a planned staged procedure and had two target lesions treated. The proximal right coronary artery (rca) target lesion was pre-dilated as planned with a durastar balloon catheter. During pre-dilation, a type a dissection was noted and was treated by an additional stent placement. The patient had two cypher stents implanted in the proximal/mid rca target lesion: a 3.0 x 18 mm and a 3.0 x 8 mm stent. The stents were not overlapping and both were deployed at 16 atm. The patient had an additional cypher 2.5 x 23 mm stent successfully implanted in the unprotected left main target lesion at 16 atm. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged four days after the staged procedure. There was no product issue or adverse event associated with any of the cypher stents implanted.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.